Event description:
It was reported that the customer experienced with diabetic ketoacidosis; cause was not known. A blood glucose level was not provided. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital. Customer was discharged 1-2 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.